Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Event description it was reported that a cook single-use holmium laser fiber began making a "clicking" sound and the laser power transmission became intermittent. The laser fiber was removed and inspected and a breakage in the fiber was observed inside the fiber connector. The fiber was replaced and the case successfully completed. A section of the device did not remain inside the patient¿s body; nothing had to be removed from the patient's body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation reviews of instructions for use (IFU), manufacturing instructions (mi), and quality control procedures were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. Cook could not complete a review of the device history record (DHR) or search for other complaints from the product lot due to lack of lot information from the user facility. A review of manufacturing procedures found controls to be in place including inspecting along the length of the fiber for any cracks, kinks, or breaks. Because adequate inspection activities have been established, it was concluded that there is no evidence that nonconforming product exists in house or in the field. The evidence from the complaint file and quality control documents indicates that the complaint device was manufactured to specification. Cook also reviewed product labeling. The laser fiber was supplied with IFU which includes the following: warnings ¿ do not attempt to reprocess. ¿ baskets, wire guides and other ureteroscopic accessories may be damaged by direct contact with the laser treatment beam. ¿ do not bend fiber at sharp angles. If visible light (aiming beam) can be seen leaking from the fiber, fiber failure may result when therapeutic energy is applied as the fiber is deflected beyond the optical limits of total internal reflection. ¿ fiber should not be clamped with forceps or other securing instruments as it could result in fiber damage or breakage. Precautions ¿ a number of different factors affect the life of any particular fiber, including: ¿ extended lasing at high power ¿ continuous lasing with the fiber tip in contact with tissue ¿ lasing with a contaminated or damaged proximal end ¿ improper handling ¿ poor laser beam alignment or focus ¿ never subject fiberoptics to sharp bends in handling, use, or storage. ¿ always keep connector-end dry and free from contaminants. ¿ discard any fiberoptic assembly that is cracked or broken, or does not meet minimum transmission standards. ¿ ferrule dust cap should stay attached when the fiber is not connected to the laser system. ¿ do not use this laser fiber in the presence of flammable anesthetics or combustible materials. ¿ do not exceed recommended power limits. Due to the lack of information from the user facility a cause for the complaint could not be established. It is not possible to rule procedural factors or handling of the fiber at the user facility. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a cook single-use holmium laser fiber began making a "clicking" sound and the laser power transmission became intermittent. The laser fibre was removed and inspected and a breakage in the fibre was observed inside the fibre connector. The fibre was replaced and the case successfully completed. A section of the device did not remain inside the patient¿s body; nothing had to be removed from the patient's body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Initial reporter name and address: customer postal code: (B)(6). Initial reporter occupation: clinical facilitator. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.